Manufacturer narrative:
No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked enclosure and tank cover and worn block assembly. Customer installed own line cord. Outdated printed circuit board (pcb) and power switch. The reported issue was confirmed with visual inspection.. The root cause of the reported issue was found to be impact to the front cover and liquid crystal display (lcd) by user. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the liquid crystal display (lcd) was black/broken. Additional information received via email 16-nov-2021: date of event updated, customer clarified device item number, which is updated. No patients or users were involved or injured in regards to the issue.